Event description:
It was reported that the analyzer did not work and was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the analyzer did not work, it would not boot and had a "loss of communication" error using a known good programmer. The analyzer was to be scrapped and saved for failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.